Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced weakness. Upon interrogation, the atrial lead exhibited high threshold and impedance. An insulation anomaly was suspected. The lead was capped and replaced. The patient was doing well.